Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous proximal right coronary artery (rca). After predilatation was performed the 3.5 x 15 mm xience prime stent delivery system (sds) was advanced to the target lesion successfully after which the balloon was inflated to 12 atmospheres for 12 seconds to implant the stent. After deployment of the stent and full deflation of the sds balloon, an attempt was made to retract the sds into the guiding catheter; however, it was unable to be removed. The sds and guiding catheter were removed from the patient as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: trek 3,0x20, guide wire: prowater, inflation: merrit medical, guide cath: 6f.jr4 medtronic, rhv: merrit medical, sheath: cordis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty removing the device through the guiding catheter post-deployment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.